Manufacturer narrative:
Allergan has requested further info from the author of the article, but has not received an to date. Device labeling addresses the event of seroma, lymphadenopathy, and capsular contracture as: for primary augmentation pts (allergan core study): seroma rate = 1.6%; lymphadenopathy = 0%; capsular contracture = 15.5%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." "Pts should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time." (Allergan silicone labeling). Device labeling reviewed: there were no reported event of lymphoma/alcl, for pt in the core study, in the labeling for silicone implants. There were no reported events noted of lump/nodules (masses), for pts in the (B)(4) study in the labeling for silicone implants.

Manufacturer narrative:
Corrected data: manufacturer of the device is unknown.

Event description:
Literature review of "chemotherapy-resistant breast implant-associated anaplastic large cell lymphoma", muralidharan parthasarathy, et al., bmj case rep (2013). The article reports a patient presenting with symptoms of discomfort and hardening of the left breast. Exam revealed a "vague mass measuring about 5 cm in the upper outer quadrant of the left breast, together with palpable axillary lymph nodes." Three years prior, the patient had been treated for a seroma, which had been drained. (No seroma was noted at this time.) Bilateral capsular contracture was noted, the left more than right. Diagnostics confirmed alcl of the left breast. After chemotherapy treatment (cyclophosphamide, doxorubicin, vincristine and prednisone), the patient was reassessed and the left breast mass was unchanged. Second line chemotherapy was given (cisplatin and gemcitabine.) A repeat core biopsy confirmed persistent alk negative alcl. The patient had a left mastectomy, with removal of the left breast implant. This was followed by radiation therapy. The patient has since recovered with no signs of recurrence. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Event description:
Literature review of "chemotherapy-resistant breast implant-associated anaplastic large cell lymphoma", muralidharan parthasarathy, et al., bmj case rep (2013). The article reports a pt presenting with symptoms of discomfort and hardening of the left breast. Exam revealed a "vague mass measuring about 5 cm in the upper outer quadrant of the left breast, together with palpable axillary lymph nodes." Three years prior, the pt had been treated for a seroma, which had been drained. (No seroma was noted at this time.) Bilateral capsular contracture was noted, the left more than right. Diagnostics confirmed alcl of the left breast. After chemotherapy treatment (cyclophosphamide, doxorubicin, vincristine and prednisone), the pt was reassessed and the left breast mass was unchanged. Second line chemotherapy was given (cisplatin and gemcitabine.) A repeat core biopsy confirmed persistent alk negative alcl. The pt had a left mastectomy, with removal of the left breast implant. This was followed by radiation therapy. The pt has since recovered with no signs of recurrence. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).